Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference mr. Report: 16271487-2017-07551. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable thus we are reporting both leads. It was reported one lead was displaying high impedance (reference MFR. Report: 1627487-2017-07537 and 1627487-2017-07549) and the other lead was producing an abnormal stimulation response. The patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced. Postoperatively the patient is receiving effective stimulation.